Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 400+ mg/dl. The customer stated that he changed out his set last saturday and his blood glucose went high. The customer stated that he had contacted his health care provider regarding his high blood glucose readings. The customer treated the high blood glucose readings with the pump. The customer was advised to change out the infusion set prior to getting back on pump therapy. The customer declined to troubleshoot and wanted to change out the infusion set first.